Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the user reported underfilling or low draw of two tubes and missing label along with missing or no label information. This event occurred two times. The following information was provided by the initial reporter: translated to english. The customer stated: "customer questions about the correct way to collect in the 4.5 ml citrate tube, as it does not have a mark indicating how far it can be collected. She reported in this questioning that when they perform vacuum collection, the tube fills only 20%, around 2 ml."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the user reported underfilling or low draw of two tubes and missing label along with missing or no label information. This event occurred two times. The following information was provided by the initial reporter: translated to english. The customer stated: "customer questions about the correct way to collect in the 4.5 ml citrate tube, as it does not have a mark indicating how far it can be collected. She reported in this questioning that when they perform vacuum collection, the tube fills only 20%, around 2 ml".